Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The physician successfully repositioned the lead. The patient was in very good condition post surgery. No additional information was reported.